Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 20 mg/dl (strips with lot number 494116) and 150 mg/dl (strips with lot number 495549). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (strips with lot number 494116), is related to case with patient identifier (B)(6) (strips with lot number 495549).